Event description:
Riata lead advisory. Lead malfunction. Patient with a history of cardiac arrest, ICD in 2009 with generator change in 2016. He has riata lead which was fluoroscopy recently and showed no signs of externalization. However, his lead impedance, threshold are consistent with lead fracture and he is not having oversensing.